Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately two years later, twos was noted to occur. Reprogramming was performed and the lead remains in use.

Manufacturer narrative:
Concomitant medical products: 305c227, tissue valve, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) post ventricular pacing. The rv lead remains in use. No patient complications have been reported as a result of this event.